Manufacturer narrative:
The investigator gave his impressions of causality to study drug that cerebral edema at position of placed peripheral part of catheters and the followed aggravated aphasia were certainly related to study drug. The investigator considered there was a poor possibility that the events may have been caused by the placement of catheter, because some catheters not all four made the reaction. It may unlikely related to study procedure. Event of cerebral edema investigator assessment of causality to study drug: definite. Investigator assessment of causality to study procedure (catheter): possible. Sponsor assessment of causality to study drug: definite. Sponsor assessment of causality to study procedure (catheter): unlikely. Event of aphasia; investigator assessment of causality to study drug: definite. Investigator assessment of causality to study procedure (catheter): possible. Sponsor assessment of causality to study drug: definite. Sponsor assessment of causality to study procedure (catheter): unlikely. Sponsor assessment: no action is recommended at this time.

Event description:
This 55-year-old male subject with glioblastoma multiforme was enrolled in the nipponkayaku study a5408101 entitled, "phase I/ii trial of nk408 (il13-pe38qqr, cintredekin besudotox) and safety evaluation trial of pic 030 in glioblastoma multiforme patients at first recurrence." The patient underwent tumor resection in 2006 followed by the placement of peritumoral catheters four days later. The patient received nk408 at a concentration of 0.5 microgram/ml peritumorally via convection enhanced delivery (ced) from the next day at 15:00, to four days following at 14:10. A total volume of 72 ml was administered. Following removal of catheters on 16-sep-2006, patient was alert and the extent of aphasia was slightly improved during administration. He was discharged nine days later with stable vital signs. In 2007, the patient was hospitalized with cerebral edema and aggravated aphasia, which remained ongoing in the following month. The month before, the patient attended the outpatient department (opd), due to enhancement of aphasia and a head CT scan was performed, revealing extensively increased cerebral edema. The subject was hospitalized with cerebral edema to undergo antiedemic, which was still ongoing the next month.